Event description:
The customer alleged that an olympus scope had some bubbling below the eye piece. The cycle did not cancel. The customer was aware before processing the instrument that the procedure may affect the seals of the scope. The damage was described as a bubbling of the paint. There were no reports of physical complaints related to the damaged scope.

Manufacturer narrative:
Damage device: conclusion - other, outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assesment activities.